Manufacturer narrative:
(B)(4).

Event description:
It was reported that they have started the sensor warm up and the display keeps going back to the start sensor screen occurred. Data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The probable cause was determine to be potential patient misuse which led to an early sensor expiration. The reported event of they have started the sensor warm up and the display keeps going back to the start sensor screen is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.